Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. High purge pressure/purge system blocked: the cause of the high purge pressure could not be determined as no product or logs were returned for evaluation. Device history review: the device passed all post sterile inspection checks.

Event description:
The user facility reported an impella cp in a 70-year-old patient for chest pain support. High purge pressures after device started physician elected to remove and place new device.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.